Event description:
It was reported that the unspecified bd¿ pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer stated, he has to use more than one pen needle to complete his injection stated, no insulin will flow when taking injection therefore he has to use a second pen needle".

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6).. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer stated, he has to use more than one pen needle to complete his injection stated, no insulin will flow when taking injection therefore he has to use a second pen needle."